Event description:
Additional information was received from the patient. They reported that the cause of not feeling stimulation was unknown and that it was not really that the device settings were too low; after they adjusted it, sometimes they still did not feel it. The cause of the stimulation increasing suddenly to 2.0 volts was determined. When asked what most likely caused or contributed to the issue, they replied it was them. They thought if they adjusted it higher then they would continue to feel the vibration, but it made them feel pain. The issue was not yet resolved. They were still not feeling it sometimes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when the patient tried to increase stimulation today, right before call, they weren't feeling stimulation sensation;  however, it increased suddenly to 2.0 and it was too strong, so the patient decreased it back to 1.4. Patient services reviewed therapy information and general programming guidance. Patient services suggested that the patient use light taps when increasing the setting and try to increase in smaller increments. The troubleshooting steps that were taken on the call resolved the issue. Issue was resolved prior to call.